Event description:
It was reported to medtronic minimed that the customer reported short pump battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer did not receive any alarm during the call and the troubleshooting was declined further. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump trace download analysis confirmed the pump alarmed a normal 07/23/2025 11:36:00.000, 07/23/2025 11:36:41.000, 08/20/2025 04:53:00.000, 08/20/2025 06:38:27. Battery cycle 50.0 received the lowbatteryalert (104) on 07/23/2025 11:36:00 after more than 7 days at 25.44 days. Battery cycle 49.0 received the lowbatteryalert (104) on 06/28/2025 00:54:00 after more than 7 days at 25.56 days. Battery cycle 48.0 received the lowbatteryalert (104) on 06/02/2025 01:39:00 after more than 7 days at 26.58 days. Days. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. In conclusion, pump passed all testing required. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.